Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.